Event description:
Plaintiff alleges suffering from type-l latex allergy. Further alleges suffering from hives, wheezing, swelling of the face and hands, and runny eyes and nose. She alleges she has suffered great loss and depreciation of her earnings and earning capacity. Plaintiff's husband, alleges loss of consortium of his wife.